Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose. The customer's blood glucose was unknown. Customer did a test on insulin pump and stated it was ok. The customer did not provide any symptoms such as a result of high blood glucose. The customer stated that the insulin pump had low battery alarm and they were unable to clear the alarm. Customer will call back to complete the troubleshooting. The insulin pump will be returned for analysis.